Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd 20ml 18g two piece syringe with needle experienced foreign matter within the fluid path. The following information was provided by the initial reporter: the syringe was used during operation. When the piston was withdrawn, it was full of black impurities. As the black impurities in the suction syringe were still moving, the patient was not injured at present.

Event description:
It was reported that the bd 20ml 18g two piece syringe with needle experienced foreign matter within the fluid path. The following information was provided by the initial reporter: the syringe was used during operation. When the piston was withdrawn, it was full of black impurities. As the black impurities in the suction syringe were still moving, the patient was not injured at present.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 22-sept-2022. H6: investigation summary: a device history record review was completed for provided material number 301948 and lot number 2107132. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, the physical sample was returned for evaluation by our quality engineer team. Through examination of the sample, the reported defect of foreign matter was identified; however, an exact cause could not be determined at this time.